Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Further company follow-up with the other is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.